Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No display anomalies were noted. The long trace history file confirmed low battery, replace battery now alarms and abnormal unloaded voltage at the power management graph due to the non-sleep anomaly software error. All alarms received during testing were properly recorded at the pump history files. The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump stopped working without a prior alert. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found no alarms in the pump history. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.